Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens dislocation. Lens remains implanted. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).